Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was to be used during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the physician started to deploy the stent when the catheter broke near the guidewire access sleeve and the stent could not be deployed. The stent was removed and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on december 25, 2017 that a wallflex biliary rx uncovered stent was to be used during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the physician started to deploy the stent when the catheter broke near the guidewire access sleeve and the stent could not be deployed. The stent was removed and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A fully constrained wallflex biliary rx uncovered stent and delivery system were received for analysis. Visual examination of the returned device found the stainless steel tube was not actuated beyond its reconstrainment limit. The inner sheath was found kinked at the guidewire access sleeve and the outer sheath was found detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (near guidewire access sheath). Functional evaluation found it was not possible to deploy the stent using the delivery system as received, however, it could be manually deployed. The stent was measured to be within specifications. No issues were noted with the stent and no other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident; the outer sheath was detached/broken. The damages noted with the device were consistent with the application of excessive force during usage, which may have caused the failure of the stent to deploy. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.